Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pegs on the tm reverse liner impactors fracture. This has occured multiple times during unk surgeries.